Event description:
It was reported that there was no plastic component between the positive and the negative electrodes of the atrial lead which was to be used at an operation for normal device replacement. It appears that the silicon sealing part of electrode was missing. The lead was reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 5076-52, lead implanted: (B)(6) 2006. (B)(6).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.